Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the screw holding the thimble on backed out which was indicative of loctite breaking down over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning and decontamination process at post-surgery , it was observed that the pin screw that holds piece together on the attachment device came out. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.